Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant had a rp flex support placed for a patient who had an amulet left atrial appendage device placed after atrial perforation. The rp flex was placed for the hemodynamic support. The patient was in disseminated intravascular coagulation and had surgical bleeding. The pump had low flows and was explanted after 21 hours. The pump at explant was seen to have thrombosed. The patient was lacking anticoagulation due to surgery. The patient survived the event.

Manufacturer narrative:
Pump was not returned for investigation. Data logs were investigated and high purge pressure alarms were observed followed by low flows. Therefore, failure mode low flow was changed to high purge pressure since low flow is a result of high purge pressure. There was a motor current spike observed right before the purge pressure rise. These characteristics are of sudden biomaterial ingestion. Therefore, the root cause of the high purge pressure issue was most likely biomaterial. The failure mode of ¿thrombus¿ was deleted since it is covered in the high purge pressure. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20348. H6 code 4440 and 4627 were reported incorrectly. New codes were added to health effect - clinical code and health effect - impact code.